Manufacturer narrative:
This is a supplemental report to report 1218950-2016-07550. The product number has been changed from 861290 to m1674a to reflect the "ECG lead set". This report was created to reflect the new FDA registration number.

Event description:
It was reported to philips that the lead wire was defective. We will consider this to be an inability to acquire leads ECG. The customer did not report any patient involvement.